Event description:
It was reported that the atrial lead was under sensing, the sensing was measured at 0.1 mv. The thresholds increased to 5 v. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.